Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31092. It was reported that the patient experienced trauma during an unrelated procedure, and effective therapy was lost. As a result, surgery occurred to explant and replace one lead, which resolved the issue. Therapy was restored post-operatively. It is not known which lead was explanted and replaced, so all suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.